Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 338 mg/dl while wearing the pod for 4- 24 hours. The needle mechanism did not fully deploy as intended during activation. After he removed the pod he administered a bolus to see if the pod would deliver it and he says that no insulin came out of the cannula. Cannula was also noticed to be angled to the left. Document increase in bg levels from pdm records or as described by the caller: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. There was additional information obtained from a follow-up call that changed the description initially reported. Additional information provided indicated that there was no allegation of a needle mechanism failure.